Event description:
The customer alleged an employee removed wrapped instruments in a hard case after a sterrad 50 sterilizer cycle completed. The employee unwrapped the instruments and they were sitting on a table. The chemical indicator tape and strips inside the case had changed to yellow. The employee rewrapped the load. The customer indicated the employee noticed her finger was burning for five minutes. The employee did not know when or for how long the burning lasted, but did report it was intermittently throughout the day. The employee went to the emergency room; however, medication was not prescribed. The customer further indicated the vaporizer plate was missing from the sterrad 50 sterilizer. The vaporizer plate has since been replaced.

Manufacturer narrative:
(B) (4). Skin contact. Fse tested unit no problem was found. The sterrad 50 user's guide indicates the follow: starting a cycle. Note: verify that the vaporizer plate is in place prior to starting a cycle. The vaporizer plate minimizes the risk of liquid hydrogen peroxide coming into contact with the load in the chamber. It also helps keep the load and the chamber clean. Operation of the sterrad 100s sterilizer without the vaporizer plate in place may result in hydrogen peroxide remaining on the load after a successfully completed cycle. Residual hydrogen peroxide remaining on the load can result in operator contact and/or injury.